Event description:
Product complaint type: lack of stability during placement. Tooth position: utn6fdi13. Confirmed that you will sterilize all materials before returning to nobel biocare, yes. I accept the terms and conditions: confirmed. Implant was replaced on same day? - yes. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".